Event description:
Plaintiff alleges suffering from type-1 latex allergy after repeated exposure to latex gloves. She alleges suffering from hand and body sores, hand dermatitis, hives, swelling, wheezing, runny eyes and nose, shortness of breath, faintness, and asthma-like symptoms. She further alleges that as a direct proximate result, she is restricted in her life as to where she can go, and what she can do with her life, career, and with her family.